Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced an episode of syncope of unknown cause. It was noted that there were no ventricular tachycardia (vt) or ventricular fibrillation (vf) episodes in the arrhythmia logbook. It was also noted that the device had reached end of life (eol) due to charge time (CT), thus it was questioned if the episode storage was still available. Technical services (ts) discussed the episode storage was still available. At this time, attempts to obtain additional information have been unsuccessful.